Manufacturer narrative:
The device was evaluated, and the customer's allegations was confirmed. During the inspection, nozzle had foreign objects. Additional defects were identified in the evaluation and include: an angle air leak; c cover (plastic distal end cover/probe cover), collapse and discoloration; objective lens adhesion cloudiness, light guide (lg) lens adhesion cloudiness; bending section cover or distal sheath (black covering of the bending section), scratch, adhesion chipping, cracks and cloudiness; image guide (ig) coil scratch, crush, and wrinkle; lg coil wrinkle, sw1 scratches; switch (sw3 and sw4) wear; objective lens and lg lens scratch; air water (aw) cylinder and suction (s)-cylinder paint peeling; scratches on control side and connector side; connector peeled contact plating, and a cracked connector. The investigation on is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus there was an insufficient angle on the evis lucera elite gastrointestinal videoscope. The subject device was subsequently returned and evaluated by olympus. The evaluation uncovered foreign material on the nozzle. This medwatch report is being submitted to capture the reportable malfunction identified during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. The endoscope was not immersed in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning. -inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function> << inspection of the water feeding function >> -keep the air/water valve¿s hole covered with your finger. -depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.